Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a coonrad morey elbow kit was opened for a revision, it was found that one humeral bushing was absent.

Manufacturer narrative:
Operative notes were requested however none provided. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These products were used for treatment. All devices from this lot have been distributed with no other complaints of any type. A definitive root cause cannot be determined with the information provided.